Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt expired at home under unknown circumstances.

Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.